Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple of days ago and again last night noticed a return of symptoms. When asked, no changes to medications or falls, however patient said that sometimes forgets to drink and then drinks too late. Patient said that they did drink more than normal last night. Patient said that last night made an adjustment to the setting however, after switching programs when they tried to adjust the setting, they said that the screen showed all zeros. Agent reviewed therapy information and general programming guidance. With instruction, patient switched programs and adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the patient. When asked if the cause of the screen showing all zeros when making an adjustment was determined the patient said it was unknown. They stated that patient services was not able to answer their questions and they just increased their stim setting. When asked what steps were taken to resolve the issue they stated that they took it upon themselves to increase their stimulation and were not getting an answer to what exactly it does if they increase their meter. Additional information was received from the patient called back and requested to make an appointment with mdt representatives because their ins was not working. Agent reviewed role of patient services and redirected to the healthcare provider(hcp). The patient called back on 03/31/2025 stating that they were getting an eos message. Patient said for the last 2 weeks they've been having return of symptoms. Patient commented they only had their device a year and a half. When asked about settings, patient said when they last had settings increased at hcp office it was at 8.0 ma. Agent reviewed how higher settings can affect battery longevity and suggested patient schedule follow-up appt with managing hcp for further discussion. Patient said they already have an appt set for 21-apr-2025, but will call to see if they can get in sooner.

Manufacturer narrative:
Continuation of d10: product ID a52300 lot# serial# unknown, product type software h6: correction submitted to update line 20 code from f11 to f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.